Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
Spring was found to be missing.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaints search on the provided product code identified previous complaints received for this failure mode. A previous investigation identified an issue with one of the tolerance stacks, such that for the worst-case tolerance condition the spring is loose in the housing, and easier to remove than intended. This issue was rectified with the addition of a boss to the lever, and the modification of the spring capture such that the spring is always in compression, and much more difficult to remove. This change was implemented via (B)(4). The investigation could not draw any conclusions about the current reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.